Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported that during a catheter placement procedure, the dilator was allegedly unable to be tracked smoothly into the artery. The angle had to be altered to gain access. It was further reported that the artery had to be compressed for forty minutes to stop the bleeding. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be conducted as the batch number was not provided. Investigation summary: the sample was not returned for evaluation. Therefore, the result of the investigation is inconclusive for the reported dilator advancement issue. The root cause for the reported dilator advancement issue could not be determined based upon the available information received from the field communications. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: indication for use: the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Warnings: 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. 5. Use the sheath prior to the ¿use by¿ date specified on the package. Precautions: 1. The halo one thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. 4. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 5. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The entire procedure from skin puncture or incision to sheath withdrawal must be carried out aseptically. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 7. Careful attention must be paid to the maintenance of tight valve connections for duration of procedure to avoid blood leakage or the introduction of air into the system. Take remedial action if any excessive blood leakage is observed. 8. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 11. Remove the dilator from the sheath slowly to avoid incomplete closing of the valve resulting in blood leakage. 20. If resistance is felt during post-procedure withdrawal of the procedural device, it is recommended to remove the procedural device, guidewire, and sheath as a single unit. 21. In order to activate the hydrophilic coating, it is recommended to wet the halo one thin-walled guiding sheath with heparinized saline solution immediately prior to its insertion in the body. Failure to activate the coating may lead to sub-optimal trackability of the sheath. To maintain lubricity this surface must be kept completely wet. Potential adverse effects: hemorrhage, including bleeding at the puncture site. Storage: store in a cool, dry, dark place. Rotate inventory so that the catheter and other dated products are used prior to the ¿use by¿ date. Do not use if packaging is damaged or opened. Halo one thin-walled guiding sheath preparation: 5. In order to activate the hydrophilic coating, where labeled, it is recommended to wet the halo one thin-walled guiding sheath with sterile saline solution immediately prior to its insertion in the body. Use of the halo one¿ thin-walled guiding sheath. 6. Identify the insertion site, including but not limited to radial, femoral, popliteal, tibial, or pedal access sites and prepare the site using proper aseptic technique and local anesthesia as required. 7. At the operator¿s discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. 8. Backload the distal tip of the halo one thin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 9. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) 10. Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. 11. Disconnect the dilator hub from the valve by bending to the side to unsnap from the valve cap (figure 8). Remove the dilator slowly while holding the sheath in place and ensuring the guidewire remains in place (figure 9) as required. 12. Load the procedural device over the pre-positioned guidewire. 13. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site (figure 10) while maintaining the sheath position. 14. Position the procedural device relative to the lesion to be treated (figure 11) ensuring the active mechanism portion of the procedural device is not within the sheath. 15. Following use ensure the procedural device is fully deactivated before carefully withdrawing the procedural device through the sheath while maintaining the sheath position. 16. After the procedure is completed insert the dilator over the wire into the sheath 17. Slowly withdraw the sheath and dilator as a unit and then remove the guide wire. 18. Apply hemostasis at the access site according to standard practice. 19. Dispose of the single-use device. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a catheter placement procedure, the dilator was allegedly unable to be tracked smoothly into the artery. The angle had to be altered to gain access. It was further reported that the artery had to be compressed for forty minutes to stop the bleeding. The current status of the patient is unknown.